Manufacturer narrative:
Investigation results. Visual investigation: the complained device was examined visually with the digital-camera. Furthermore some relevant dimensions of the device were measured with a caliper gauge. The dimensions of the complained nu231t correspond to those on the accompanying drawing. A misslabeling of the complained device can be excluded. The provided x-ray figures give no hints regarding the root cause of the mentioned problem. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nu231t - excia tl plasmapore 12/14 size 11mm. According to the complaint description, the surgery of nu231t was planned using medicut. One worked up to the rasp size 11 and performed a trial position with a tl neck adapter. The fit and rom were excellent. When the implant was inserted, it stopped about 3 cm above the seat of the rasp. It was removed again and replaced with a size 11 exciat stem that matched the rasp seat in depth. An additional medical intervention was necessary. Additional information was not available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).